Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).  Depuy synthes has been informed that the lot number is not available.

Event description:
Asr revision. No further patient information available. Asr revision reported by sales rep. Unknown hip side. Reason for revision: unknown. No lot numbers provided.